Event description:
Dealer advised urethane armpads irritate the enduser's arm and caused a rash, and that the enduser did not seek medical attention. Dealer advised enduser only had armpads a couple of weeks.